Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connect power alarms was confirmed via the submitted log files. The heartmate 3 system controller ((B)(6)) was not returned for analysis. A review of the submitted controller event log file revealed the pump maintaining a speed within the expected range. Multiple intermittent power cable disconnect alarms are captured when connected to battery power. The alarms were associated with relative state of charge (rsoc) invalid faults. No other notable events were observed. Pump operation was not affected. Provided information indicated that the alarms were transient and when the user would "jiggle" their batteries the alarm would stop. It appeared that it was happening at rest and with activity with no clear precipitating factors. The battery clips, were changed out, cleaned terminals, confirmed that all pins were intact and they still had the alarming. No clear cable damage or kinks. Additional information indicated that the controller was exchanged and there were no more alarms reported. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ instruct the user to clean the metal contacts on the batteries and inside the battery clip at least once a month. Use a lint-free cloth or cotton swab that has been moistened (not dripping) with rubbing alcohol. Let the alcohol dry before using the batteries or battery clips, or before placing batteries into the battery charger. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including connect to power alarms. The heartmate 3 IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. This section states to clean the contacts on the battery clips lightly with alcohol to ensure proper connection. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having connect power alarms that were transient, and whenever they would jiggle their batteries, it stopped. It appeared that it was happening at rest and with activity with no clear precipitating factors. The battery clips were changed out and terminals were cleaned, and it was confirmed that all pins were intact. There was no clear power cable damage or kinks. Log files were submitted for review. The log file captured multiple odd power cable disconnect alarms while the patient was connected to the batteries. Those appeared to be jumping back and forth between the white and black power leads. Tech services recommended try to identify and label the suspected battery and clip pairings at the time of the event, then clean contacts or swap out as necessary. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. Cleaning the batteries/clips did not resolve the event. The system controller was exchanged on 25apr2026 which resolved the connect power alarms.